Event description:
It was reported that interrogation revealed that the right ventricular had high capture threshold. The patient will continue to be monitored. The lead remains in use. The patient is part of the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.